Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-nov-2023.

Manufacturer narrative:
Device evaluation: off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The device evaluation for the evolution® biliary controlled-release stent - fully covered device of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created from the attached journal article '¿endoscopic ultrasound-guided biliary drainage for distal malignant biliary obstruction: a prospective 3-year multicentre egyptian study¿¿. This file is related to (B)(4). This file was opened to investigate off label use of the evolution® biliary controlled-release stent - fully covered devices. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs that the intended use of this device is palliation of malignant neoplasms in the biliary tree. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis. Definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the available information it is known that eus-guided interventional approaches included either extrahepatic (choledecho -duodenostomy (cds, chole decho-antrostomy (cas) or intrahepatic (hepatico-gastrostomy (hgs).it is also known that rendez-vous or antegrade stenting approaches were performed in cases with juxta-papillary diverticula, ampullary tumours or patients with surgically altered anatomy. These devices are indicated for palliative treatment of malignant neoplasms in the biliary tree. The off label use would have contributed to the stent mal- deployment , post-procedural mild abdominal pain and self-limited fever experienced. Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction. Complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation. This complaint was opened to capture the off-label use in relation to the procedure and post-procedural mild abdominal pain and self-limited fever experienced with 4 devices. Confirmed quantity of 4 device, confirmed used. The patient¿s outcome is unknown. The pain( severity=2) and fever were most likely due to the transmural (cas, cds and hgs) biliary drainage procedure. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ragab et. Al, 2023 ¿ endoscopic ultrasound-guided biliary drainage for distal malignant biliary obstruction: a prospective 3-year multicentre egyptian study. Eus-guided interventional approaches included either extrahepatic (choledecho -duodenostomy (cds, chole decho-antrostomy (cas) or intrahepatic (hepatico-gastrostomy (hgs). Rendez-vous or antegrade stenting approaches were performed in cases with juxta-papillary diverticula, ampullary tumours or patients with surgically altered anatomy. Stent mal-deployment occurred during the procedure due to off label use. This complaint was opened to capture the off-label use in relation to the procedure and post-procedural mild abdominal pain and self-limited fever experienced with 4 devices. Pain/discomfort s=2